Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the calibration and quality controls (qc) were acceptable. Siemens evaluated the instrument and reagent data and noted no issue with the alpha-fetoprotein (afp) assay. Siemens concluded that the potential cause for the falsely elevated alpha-fetoprotein (afp) result on one patient sample is unknown and cannot rule out preanalytical variables or sample-specific issues as a potential contributing factor. The customer has not reported a recurrence. No further evaluation of the device was required.

Event description:
The customer obtained a discordant falsely elevated alpha-fetoprotein (afp) result of 28.57 ng/ml on the advia centaur xpt instrument. The customer did not report the falsely elevated result to the physician(s). The customer used the same patient sample to re-run in duplicate on the same instrument. The customer noted that repeat results were lower and reported 8.65 ng/ml based on the patient's historical results. There are no reports of patient intervention or adverse health consequences due to the falsely elevated afp result.